Event description:
Title: baxter pca tubing crimping. Over the past 7 months, facility has documented at least 10 incidents involving the baxter apii pca (pt controlled analgesia) pumps. In each case, the pump appeared to be delivering the prescribed medication as ordered. However, the pt was actually not receiving any medication and therefore, did not receive adequate pain relief. Upon opening the pump, the section of tubing that was aligned next to the peristalic fingers was crushed or "crimped" preventing any medication from flowing through the tubing. The peristalic mechanism was crimping the tubing regardless of the tubing lot number. The pump history indicated the pt had received the basal rate, if ordered, and each demand dose. However, the bag of narcotic was full. Baxter states they have had no other facility report this problem and also state they have been unable to duplicate the problem in their laboratory. However, despite switching tubing lot numbers and the MFR replacing the ap-ii pumps currently in use with "refurbished pumps", the problem persisted, although the crimping was not as severe. The MFR encouraged the facility to purchase the new baxter I pump which the site finally had to do as the problem never resolved. Thirty of the new I pumps were purchased. Unfortunately, the new pumps were doing the exact same thing. There were 3 occurrences in 2003. The only common threads the site uncovered were that in each of the 3 incidents, the drug used is morphine and the failure occurs only when the pump is in the pca mode only with no continuous basal rate. No user issues have been identified despite thorough review. Device usage problem: device malfunction-that is, the device did not do what it was supposed to do.